Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb extensions on (B)(6) 2015. Patient came in emergently with flank pain and computed tomography (CT) showed a type 3a endoleak with component separation. The physician elected to implant an infrarenal aortic extension to seal the endoleak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm a type 3a endoleak with complete component separation of the main body and the proximal extension, and aneurysm sac growth. Additionally there was evidence to reasonably support the following observations; at implant bilateral internal iliac artery snorkels for treatment of bilateral common iliac artery aneurysms, at 1 month post implant right internal iliac artery stent was occluded with distal reconstitution, and at 16 months post implant a compressed proximal section of the infrarenal stent. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, and antiplatelet therapy.